Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus found the plastic distal end cover was burned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user used high-energy hand instruments (laser, high frequency, etc.) Without ensuring sufficient distance from distal end during device handling by the user. However, a definitive root cause could not be determined. The user may detect the event by handling the device according to the following instructions for use (IFU). IFU: bf-190 series operation manual ¿chapter 3 preparation and inspection¿ points of attention when using the high-energy endo therapy accessories are written in the following: IFU: bf-190 series operation manual ¿chapter 4 operation¿ 4.3 ¿using endo therapy accessories¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. There were no reports of patient involvement.